Event description:
It was reported post implant procedure the lead was dislodged. Consequently, the lead was excised and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The manufacturing date could not be determined without the device serial number.